Event description:
It was reported that the user was unable to insert a prefilled cartridge into the pump chamber; rewinding and trying a different connector did not resolve the issue, but using a new prefilled cartridge allowed completion of the supply change, indicating a fitting problem associated with the reservoir component. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the reservoir. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.